Event description:
On (B)(6) 2013, it was reported that the patient thinks his infusion device displays e4 (occlusion error) too late. On several occasions his blood glucose was elevated and he attempted to correct it using the infusion device only to find that the blood glucose level did not go down. The device would eventually display e4, but the patient does not think this occurs soon enough to prevent hyperglycemia. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. E4 were found in the history. The occlusion limits were tested successfully. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.